Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed on the guide wire did not reveal any manufacturing related issues. The probable cause of the guide wire becoming stuck in patient could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when trying to insert the catheter, the guide was embedded without possibility of manual removal. Intervention - the guide was surgically removed.

Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report. The user facility discarded the device sample.

Event description:
The customer alleges that when trying to insert the catheter, the guide was embedded without possibility of manual removal. Intervention - the guide was surgically removed.